Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that scope cylinder had discoloration and there were scratches throughout the device, the circuit board unit in the scope connector, the plug unit, the cable unit and the scope cover case had corrosion due to water leakage. Water tightness was lost due to a pinhole on the channel tube and the insulation resistance value at the distal end did not meet standard value due to adhesive peeling on the bending section rubber. The bending angle in the up direction did not meet standard value due to wear of angle wire. The image guide protector had a cut, the objective lens and light guide lens had a crack. The universal cord was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope had a b30 scope communication error due to possible moisture in the supply connector or defective circuit board. The contacts were cleaned without resolution. Inspection and testing of the returned device found that the air/water tube had foreign material. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material remained in the air/water channel and air/water cylinder because reprocessing was not conducted properly due to leakage from biopsy channel. The final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿-inspection of the endoscopic system.¿ olympus will continue to monitor field performance for this device.